Manufacturer narrative:
The event of silicone migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture and silicone migration. These are known potential adverse events addressed in the product labeling.

Event description:
Patient reported "lymph nodes on right side are filled with silicone from a previous implant rupture." Device has been explanted. Manufacturer of the device is unknown.